Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported her device was broken. Additional information from the patient reported they had a fall in the backyard about a month or couple of weeks ago. The patient stated she now felt like her implantable neurostimulator (ins) was sticking out more since the past couple of days. There were no further complications that have been reported as a result of this event. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.